Event description:
The event involved a tego¿ connector where it was reported that after recommencing continuous renal replacement therapy (crrt) for a patient performed the aspiration and flush for both the vascath lumens as per protocol- both lumens were easy to aspirate and flush. Connected the lines as usual, with no issues, and less than a minute had passed before starting the filter. However, a ¿return extremely positive¿ alarm sounded. After troubleshooting, we identified that the tego on the return lumen was causing the blockage. A hemofiltration solution was being administered/performed. There was patient involvement and delay in therapy but no death or serious deterioration of a person/ no harm.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
Device was received on 7/10/2025. Investigation summary two (2) used list# d1000, tego¿ connector, appx 0.05 ml were returned for evaluation. As received blood residual in one of the tegos was observed. However, no visible damage or anomalies were noted, but an occlusion in the fluid path was confirmed. However, once the samples were flushed a blood clot came out and no longer occlusion was observed. The samples were tested as per procedure and met the specifications, tegos were partial dissembled, and no anomalies were found. Complaint of set generated unspecified occlusion alarm can be confirmed. The probable cause was related to blood clot during use, since samples were not flushed after use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.